Manufacturer narrative:
H4: the lot was manufactured from november 17, 2022, to november 21, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a small volume folfusor leaked at "point of administration". This was identified before patient use. There was no patient involvement. No additional information is available.